Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during bench-testing of this smiths medical cadd legacy pump, the pump exhibited error 1261 alarm. No patient involvement reported.

Manufacturer narrative:
One cadd legacy 1 pump was received for investigation. The event history log was reviewed and there was evidence of an error code 1210. A functional check was performed and the reported error code 1261 was unable to be confirmed. The pump was found to be displaying "1210" error code and service due alarming messages during the investigation. However, the 1261 and 1210 error codes were caused by faulty microprocessor unit board due to corruption of the processor's pc counter, data corruption in the external ram, program corruption in the flash eprom, or address or data bus contention. A microprocessor unit board will be replaced to resolve the issue.